Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bladder issues. It was reported that the patient was having trouble with not being able to control their urine. The system wasn't helping their symptoms. The doctor said they didn't know if the wires came loose or told them different things that could be causing the issue. Every time they had a problem they had to go into the office and someone adjusted the stimulation for them. The patient didn't remember when the issue started. Patient could not recall if they ever had a relief of symptoms. Patient just had a new system put in to see if it would help their symptoms. Documented reported event. No further action was taken. See (B)(4) for related event.